Event description:
Per the clinic, the patient developed pain and infection at implant site and subsequently was treated with antibiotics (specific type, date and duration not reported). However, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2024 and there are no plans to reimplant the patient with a new device as of the date of this report.